Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked at the reservoir outlet connector. The product was changed out, there was no pt involvement, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device, and will be submitting a f/u report when more info becomes available.